Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer (fse) identified that the full height drawer 5 on main was not detect on bus. So, the fse replaced the drawer controller board. Then tested in hardware test application full test ran and passed. Then the fse reseated the cables. But the full height matrix drawer not fully locking when in use by anaesthesiologist. Possible slight downward pressure causing misalignment of latch insep and latch catch not lining up. Attempt to adjust height and angle of insep unsuccessfully. Then the fse troubleshoots and replaced the matrix drawer assembly and verified operation in diagnostics. The system functioned as intended after the field service engineer repaired the device.